Event description:
Customer complaint - limited data available. The customer consistently received inaccurate numbers after testing twice a day for a week. They got in contact with their doctor and went for an appointment to find out their readings were normal.

Event description:
Customer complaint - limited data available . I received this item and used it appropriately according to the instructions included. It was telling me that my blood pressure was anywhere between 160/100 to as high as 190/120. Not one to jump to conclusions, I tested twice a day for several days to ensure it wasn't an anomaly. When it was consistently high for about a week, I called my doctor and made an appointment asap. Imagine my surprise and embarrassment when I get to his office and they tested my blood pressure and it turned out to be 125/79. The doctor said I'm fine and sent me on my way. I want a refund for this, but it seems I've waited too long and I'm no longer eligible to return it. Oh well, live and learn I guess.